Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that one (1) of the concorde lift cages has backed out. Patient experienced pain. It is unknown if the patient underwent a removal procedure.